Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod had been deactivated by the user at the end of second prime. The rotational sensor data showed that a second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar by the end of second prime, preventing the needle mechanism from deploying as intended. Inspection of the commutator cap and rotational sensor springs under magnification found no damages or deficiencies that would contribute to the rotational sensor abnormality. The exact cause of the rotational sensor malfunction and subsequent failure of the needle mechanism to deploy could not be determined.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.